Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was treated with fortum 1g/day ip, reflin 1g/day ip and fluconazole 150mg/day po. At the time of reporting the event was resolving. Dianeal therapy was ongoing. Per the consumer, the event was not related to dianeal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the patient's pd catheter was removed due to the peritonitis. Peritoneal dialysis therapy was withdrawn and the patient was switched to hemodialysis. On an unreported date in 2011, treatment with fortum, reflin, and fluconazole were stopped. Per the patient's husband, he had a "test of fresh batch" done and found fungus and bacteria "in the same." This was not confirmed by the nurse. On (B)(6) 2011, the patient died. The cause of the death was unknown. It was unknown to the nurse whether the peritonitis had resolved completely prior to the patient's death.